Event description:
Per distributor, emergency battery for companion 2 driver s/n (B)(6) arrived onsite completely depleted. Battery was also unable to be charged after being on the charger over 24 hours. Driver returned as it is not usable without a functional emergency battery.

Manufacturer narrative:
Device history record (DHR) review ocnfirmed that companion 2 driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Patient data file review found that an emergency battery error alarm was activated. Visual inspection of internal and external components found no abnormalities. Driver failed functional testing for acceptance at incoming inspection due to an emergency battery error alarm. Additional testing included a battery evaluation. Although the battery passed the general evaluation, the safety status identified a cell over voltage flag. The evidence of a cell imbalance is indicative of future battery failures. A 10-minute discharge test was eformed and battery was unable to provide power for the full ten minutes. This confirmed the battery was not functional enough to support the devce as intended. A new emergency battery was installed and driver passed all areas of functional testing without alarm or malfunction. Failure investigation for this complaint confirmed the reported issue from patient data file review. The customer cmplaint was replicated during functional testing; the root cause of the reported issue regarding charging the recently shipped batteries was determined to be a nonconforming internal emergency battery. Failure investigation identified no other test failures or damage that could have cntributed to the reported complaint. The issue and a related customer service complaint is currently being addressed with a proposed design change to limit the batteries' depletion while driver is not in use. Device was not in patient use at time of complaint. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
Per distributor, emergency battery for companion 2 driver s/n (B)(6) arrived onsite completey depleted. Battery was also unable to be charged after being on the charger over 24 hours. Driver returned as it is not usable without a functional emergency battery.